Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens was discarded. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's eye on (B)(6) 2013 and the lens looked fine. Soon after the iop was up to 50mm and the patient had angle closure. Both pis were lasered and medication was administered. The reporter indicated the patient had a floppy iris. The iop was still a problem and the icl was explanted on (B)(6) 2013. The icl was removed through the original incision and a temporary suture was required. Another icl was not implanted. The iop after explant was less than 10mm. The reporter indicated the patient did not have any pre-existing conditions. The lens was discarded by the facility.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the patient experienced increased intraocular pressure post-icl implantation. This adverse event is commonly caused by either retained viscoelastic, non-patent peripheral iridotomies or a lens that is too long for the patient's eye. The surgeon is advised to initially burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. If the icl is too long, the lens will need to be explanted. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).